Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tubing detached event on (B)(6) 2024. The site location was thigh. The location of detachment was at site connector. Infusion set was used for 2 days. No further information was available.